Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. This device remains in service. No adverse patient effects were reported. A review of device remote monitoring data by technical services (ts) discussed possible fretting when it comes to this case. Ts noted that continued monitoring may be sufficient with the context that there was evidence the pacing thresholds had increased from the time of implant. Ts noted that current device has an enhanced is-1 spring contact which has improved contact force and would mitigate micro-movements. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).